Manufacturer narrative:
Valuation summary: post market vigilance (pmv) led an evaluation of two photos and one device. The staple guide was observed to be detached from the instrument. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. Replication of the reported condition may occur due to an assembly error. The product analysis established a relationship between a device failure and the reported incident of staple guide disengaged. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to anastomoses on a laparoscopic procedure, they were able to load the device properly but component disengaged. The staple cartridge disengaged and stayed in the parietal muscle but was retrieved. They changed the device to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to anastomoses on a laparoscopic procedure, they were able to load the device properly but component disengaged. The staple cartridge disengaged and stayed in the parietal muscle but was retrieved. They changed the device to complete the case. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photos and one device. The visual inspection of the returned photos noted the staple guide was disengaged. The instrument was received with a full compliment of staples. Visual inspection noted the staple guide was detached from the instrument with no damage. The anvil was not received. A review of the device history record indicates this product was released meeting all quality release specifications. However, a manufacturing fault was identified during product analysis. The staple guide was not properly welded during the manufacturing process. The root cause of the observed condition was determined to be a result of a manufacturing activity. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.